Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's boyfriend, (B)(6), that the customer has high blood glucose levels of 400 mg/dl and is unresponsive. Customer was treated with a manual injection and a couple units of insulin. Customer's blood glucose level at the time of the call 230 mg/dl. No additional information was provided.